Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks. It was also mentioned that x-ray was performed and it shows inadequate electrode location. Technical services (ts) review has been requested for recommendations. Ts discussed the inappropriate shocks were delivered due to oversensing of high amplitude non-physiologic artifacts in the primary vector, which is most likely related to an electrode impairment as observed in the provided x-ray image. The s-ICD system remains in service. No additional adverse patient effects were reported.